Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the patient¿s last device changed out, a vein was torn during this right atrial (ra) lead was implanted. There was no further information provided. As of this time, the lead remains in service. No additional adverse patient effects were reported.